Event description:
It was reported that the 12mm 0 degree endoscope was moist inside. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The OEM confirmed that the distal window was missing and found that the endoscope was returned with damage to the distal hermetic seals, resulting in fluid invasion and subsequent minor damage to the optical components. The reprocessing instructions for cleaning endoscopes specifically states: exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on distal windows and never clean with sharp objects or instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing distal window could likely cause or contribute to an adverse event, if the malfunction were to recur.